Event description:
The customer reported that she received a button error alarm on her insulin pump, possibly after exposure to sweat her blood glucose level was 162 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with a button error alarm due to corroded keypad traces. Insulin pump had broken battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.